Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's physician suspected that the base of the lead underwent a "deflection" due to the shape of the pt's skull. Thus, the base of the lead was bent "a little," and the support clip did not fit the base of the lead. Another lead was used to complete the procedure. There was "no health hazard" to the pt and no further issue was reported.